Event description:
A report was received that the patient had an issue with the location of the clik anchor. The patient underwent a revision procedure wherein the clik anchor was burried deeper and reportedly doing well.